Manufacturer narrative:
Returned for evaluation was a 2.35mm auryon catheter. The catheter used during the procedure (s/n (B)(6)) arrived with damage consistent with the reported complaint description. The catheter was observed to have a fracture/broken of the outer jacket and inner fibers. The catheter is a flat tip version (not current rounded tip) that is more prone to be difficult to cross the bifurcation with a 7fr cook sheath. The rfid tag was read and catheter working time was observed to be 0sec at 50mj/mm2 and 153sec at 60mj/mm2 (2:33 min total). The customer's reported complaint description of catheter could not cross the bifurcation cannot be confirmed via catheter evaluation due to this being a patient focused performance issue. Damage to the catheter (kinks/fractures) was observed and root cause is likely due to difficulty advancing a flat tip catheter through the cook sheath as compared to the current rounded tip version. A definitive root cause for this procedural outcome could not be definitively determined, however, event is potentially related to patient anatomy (e.g. Acute tortuous bifurcation with calcification. No manufacturing non-conformances were observed during catheter sample evaluation. A review of the distribution records was performed for the reported packaging serial number (B)(6) for any deviations related to the reported failure mode of the complaint. The review confirms that the lot met all packaging performance specifications; i.e. No ncr written. Complaint event was forwarded to laser catheter manufacturer (eximo). Eximo performed a DHR review of the reported catheter serial number (B)(6). The review confirmed that the lot met all material, assembly and performance specifications, e.g. No manufacturing non-conformance reports were issued. Labeling review: instructions for use is provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down . C) if the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch . D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion . F) if the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds . G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
Returned for evaluation was a 2.35mm auryon catheter. The catheter used during the procedure (s/n (B)(6)) arrived with damage consistent with the reported complaint description. The catheter was observed to have a fracture/broken of the outer jacket and inner fibers. The catheter is a flat tip version (not current rounded tip) that is more prone to be difficult to cross the bifurcation with a 7fr cook sheath. The rfid tag was read and catheter working time was observed to be 0sec at 50mj/mm2 and 153sec at 60mj/mm2 (2:33 min total). The customer's reported complaint description of catheter could not cross the bifurcation cannot be confirmed via catheter evaluation due to this being a patient focused performance issue. Damage to the catheter (kinks/fractures) was observed and root cause is likely due to difficulty advancing a flat tip catheter through the cook sheath as compared to the current rounded tip version. A definitive root cause for this procedural outcome could not be definitively determined, however, event is potentially related to patient anatomy (e.g. Acute tortuous bifurcation with calcification. No manufacturing non-conformances were observed during catheter sample evaluation. A review of the distribution records was performed for the reported packaging serial number (B)(6) for any deviations related to the reported failure mode of the complaint. The review confirms that the lot met all packaging performance specifications; i.e. No ncr written. Complaint event was forwarded to laser catheter manufacturer (eximo). Eximo performed a DHR review of the reported catheter serial number (B)(6). The review confirmed that the lot met all material, assembly and performance specifications, e.g. No manufacturing non-conformance reports were issued. Labeling review: instructions for use is provided with the catheter device and contain the following statements: warnings - pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. - always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down . C) if the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch . D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion . F) if the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds . G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics executive district sales manager reported an issue with a 2.35mm eximo atherectomy laser catheter. During a procedure, with a 7fr terumo sheath, the catheter was unable to get up and over; therefore, it was removed. Once removed, a crack was noted in the catheter and light was shining through. The doctor opted to use another same device and and was able to successfully treat an sfa with in-stent disease; however, when trying to remove the second catheter, the sheath was stuck on it and they had to be removed together. The procedure was finished with balloon and stenting. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.